Manufacturer narrative:
Per additional information received on september 26. 2023 patient age at the time of event was 60 years old. Per additional information received on sep 25, 2023, the suspect device cat:3503250. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on october 12 , 2023: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sm hps dv 250cc breast implant. Leak testing was performed, in accordance with mentor procedures, and revealed a leakage, caused by valve delamination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent a breast augmentation primary with an unknown mentor saline breast implant experienced left-sided deflation post procedure. The issue was diagnosed through in office examination. As a result, patient underwent bilateral replacements as follow: left catalog number 3504001bc, serial number (B)(6), right catalog number 3504001bc, serial number (B)(6) on (B)(6) 2022.